Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "a rupture of the breast implant was discovered." Device explanted. Right side.

Event description:
Healthcare professional reported "a rupture of the breast implant was discovered." Device explanted. Right side.

Event description:
Healthcare professional reported, "a rupture of the breast implant was discovered". Device explanted. Right side.

Manufacturer narrative:
Device evaluation analysis of the returned device identified, opening linear on anterior, brown particles in the shell and underweight. A visual and microscopic analysis was performed which identified, striated opening on anterior and creases fold. Based on the device analysis, the final assessment is: a striated opening on anterior assessed, as surgical damage.